Event description:
It was reported that a symptomatic patient experiencing syncope presented in the emergency room. The ventricular lead exhibited loss of capture and low impedance. During lead revision, an insulation anomaly was noted on the lead. The lead was capped and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.